Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, patient information has been requested but is not available at this time. A medtronic representative went to the site to test the equipment. Testing reveled that the system was functioning as intended and no issues were found. Codes b01, c19 and d14 are applicable to this system checkout. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue of being unable to track instruments was unable to be determined. Codes b01, c19 and d15 represent this. The system logs also observed segfault in qmlguiservice. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10 and d02 represent this finding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a 2 level posterior lumbar fusion. It was reported that the instruments and reference frame were not showing up in the tracking view and they were unable to navigate. This occurred while navigating the 4th of 6 screws. The manufacturer representative was not onsite but walked the customer through backing up one task in the software and re-entering "navigate." After completing this several times, the issue resolved. It was unclear if the camera was moved at this time. This was a fluoro nav spine case with 12 in imaging tracker. Passive planar probe and reference frame were the two instruments in use. There was a surgical delay of 5 minutes. There was no impact on the patient outcome.